Event description:
Customer reported that pump screen was dark and would not turn on, leading to elevated blood glucose levels being displayed as "high." The customer managed high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support instructed the customer on various troubleshooting steps, including checking the power source and attempting a reboot, but these did not resolve the issue. Ultimately, technical support arranged to replace the out-of-warranty pump and discussed the possibility of an out-of-warranty loaner pump with the customer. Required actions such as verifying insurance details and shipping address were completed in the process.